Manufacturer narrative:
The actual device was returned for evaluation. The motor device was evaluated and the reported condition that the hose was torn, and the device was inoperable was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device was making excessive noise and had insufficient/low power. The assignable root cause of this condition was determined to be traced to component failure from normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor device was making excessive noise and had insufficient/low power. It was further determined that the device failed pretest for noise assessment and rotational speed. It was noted in the service order that the hose of the device was torn, and the device was inoperable. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.